Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02233. It was reported that stent damaged occurred. Vascular access obtained via femoral artery. The 50x2.75mm eccentric, de novo 90% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and severely calcified distal and proximal right coronary artery (rca). The physician attempted to implant 2 stent. A 28x2.75 omega stent was first introduce to treat the lesion but it could not cross the lesion. Upon removal of the device, it found out that the device was deformed. The physician implanted another of the same device. A second stent, a 32x2.75 omega stent was introduced but it too cannot cross the lesion and it was deformed. Finally, they removed the device and completed the procedure with another of same device. No patient complications were reported and the patient's status is stable.